Event description:
Patient called to report an adverse event involving his freestyle libre sensor. Patient stated he had a severe allergic reaction to the adhesive on his senor. Patient said under the sensor was a red, circular rash that looks very raw.